Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pt had their implanted device system explanted due to infection. No pt symptoms were noted. Later on (B)(6) 2010, it was further reported that the pt recently had a new system implanted, and had recovered completely. No further specific details were reported. Additional information has been requested, but was not available as of the date of this report.